Event description:
While grasping the right corneal region with the olympus "grasper" used to visualize the desiccated uterine vessels, one the lower jaws of the grasper broke off and flew into the mid abdomen within the loops of the small bowel. The surgeon attempted to retrieve it without success. The surgeon states he was not using excessive traction.